Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime rewind anomaly with the insulin pump. It was found the insulin pump reset itself, displaying a blank screen when the customer was attempting to fill tubing. Customer also reported insulin was squirting out from the insulin pump during a manual prime. Customer's blood glucose was 300 mg/dl. The customer stated a second series of beeps and numbers did not appear on the insulin pump's screen during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform prime test due to prime alarms. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratches on display window.